Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed a itchy rash on her back under the lifevest. The patient was given a prescription from her physician for a fungal cream that the patient did not use. The patient instead used a calamine lotion which seemed to help a little. The patient went back to her physician and was prescribed another cream. The irritation improved with the use of the cream however it would itch again if she stopped using the cream.